Event description:
A physician reported that during a cataract surgery with intra ocular lens (iol) implant, ophthalmic knives were found to be blunt. The surgery was completed by backup knife. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Based on the information received following the submission of the initial report, the reported event is dissatisfied with the knife, not the blunt knife as originally stated. The information will be submitted under the file ID# 2523835-2025-00142 and no further reports be submitted under the file ID# 2523835-2025-00142. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in section d.4, h.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.